Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV extension set's negative displacement valve would not bounce back out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. Visual inspection, functional testing, and underwater leak testing were performed without noting any issues. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.